Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the power switch would not allow audible alarm to come on.